Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime anomaly noted. The device had a small crack on the display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they recently experienced a blood glucose level of 40 mg/dl and treated with food. Customer stated the insulin was squirting out during manual prime. Troubleshooting was not completed as the customer was not present at the time of the call. The insulin pump was replaced and customer agreed to return the product for analysis.